Event description:
During transfer from bed to chair, resident was lifted from bed and positioned over chair. The caregiver pushed down on manual spreader bar and resident abruptly leaned against left side at friction disk. Resident is a single amputee and had little control when spreader bar jolted her. Resident sustained injury. Please refer MFR report#: 9681684-2013-00073.